Manufacturer narrative:
A specific root cause could not be identified based on the provided data. Upon follow up, the customer confirmed there were no further issues after the service visit.

Event description:
The customer received negative hemoglobin a1c gen.2 values for an unknown number of patient samples. Data was only provided for one patient. The initial result was -176% and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2015. The repeat result was 5.96%. The repeat result was believed to be correct and the customer stated she will issue a corrected report. The patient was not treated or adversely affected. The reagent lot number was 60172801 with an expiration date of (B)(6) 2015. The field service representative found the a1c rack was set to the wrong grid and corrected it to the right grid. He ran precision testing and the customer ran qc which were within the acceptable ranges.